Manufacturer narrative:
Complaint not confirmed. The evaluation did not reveal anything relevant to the event. The mating part (needle) used during the event was not returned for evaluation. Device was taken apart, piece by piece to try to duplicate caller's event description. Found nothing stuck inside the shaft or tip insert. Proper cleaning might have been needed prior use.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon was using a knee scorpion, ar-12990, when the scorpion malfunctioned. When rep was loading the scorpion needle, ar-12990n, it would get stuck in the cannulation of the scorpion as if something was blocking it. The surgeon and rep were unable to use the scorpion for the remainder of the case. After opening multiple needles, they were forced to use other methods to finish the case. Additional information requested. Additional information provided 4/3/2019: this was meniscal repair surgery. Because, the surgeon wasn't able to use the ar-12990, the surgeon opted to perform a menisectomy instead.